Event description:
Event: unresolved type I endoleaks. Case details: a wall graft was placed in the distal attachment system. A final angiogram revealed type I endoleaks at both distal limbs that was not resolved. The physician will monitor the pt and intervene if necessary.